Event description:
It was reported that the ventilator did not alarm with the pt disconnected from the ventilator. The pt's condition is unk. However, if the reported alarm malfunction were to recur, the caregiver would not be alerted. Multiple requests were made to the user facility for add'l info regarding this event. No add'l info about the pt or the ventilator was provided.

Manufacturer narrative:
The device return is expected as the ventilator is not available for eval. A root cause investigation to determine the cause for an alarm failure cannot be determined.